Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited non sustained oversensing, high capture threshold, and high pacing lead impedance. Patient was evaluated in clinic on (B)(6) 2018 and same issues were observed. Oversensing was reproduced with deep breathing. Programming changes were made. Patient was stable. Lead replacement was discussed. No further information was reported.

Event description:
New information received stated that the pace/sense porting of the right ventricular lead was capped and replaced on (B)(4) 2018. No further information was reported.